Event description:
It was reported that during ankle surgery black debris was emitted from the device that looked like metal shavings. The shavings went into the wound space and were removed by irrigation. There was no pt injury. Add'l info was requested, but no add'l info was available.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval the subassemblies were not visibly bent and the teeth of the shavers were in a condition consistent with use. There were scouring marks on the inside of the outer subassembly but no corresponding scouring marks on the outside of the inner subassembly. There were no signs of metal fatigue or pitted metal that could be a source of the reported shavings. The device passed the spin/drop test. When connected to the generator, no error codes were displayed. The device history record was reviewed and no discrepancies were noted.